Event description:
It was reported that during a post-operative checkup, the ventricular lead exhibited high pacing threshold. In addition, a ventricular pacing failure and undersensing were noted. The ventricular lead experienced non-capture and poor r-wave progression as well. Lead dislodgement was then confirmed via x-ray. During repositioning of the lead, tissue was noted in the helix. Removal of the tissue was determined to be quite difficult, therefore, the physician elected to explant the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457445 lead implanted: (B)(6) 2014. (B)(4).